Manufacturer narrative:
Concomitant medical products: 5054 lead, implanted: (B)(6) 2009. 5076 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high/undefined superior vena cava (svc) lead impedance. In addition, sensing integrity counter (sic) were noted. The rv lead remains in use. No patient complications have been reported as a result of this event.